Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-03197 / 03200).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of elevated cocr levels, metallosis, bone/tissue damage, and pain. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of elevated cocr levels, metallosis, bone/tissue damage, and pain. There has been no reported revision procedure. Additional information received indicated patient underwent a revision procedure on (B)(6) 2014. It was reported that osteolysis, a loosened acetabular cup, a pseudotumor and fluid was noted during the revision procedure. It was further reported that patient's medical chart noted elevated metal ion levels, metallosis, osteolysis, pseudotumor and synovial fluid. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of elevated cocr levels, metallosis, bone/tissue damage, and pain. There has been no reported revision procedure. Additional information received indicated patient underwent a revision procedure on (B)(6) 2014. It was reported that osteolysis, a loosened acetabular cup, a pseudotumor and fluid was noted during the revision procedure. It was further reported that patient's medical chart noted elevated metal ion levels, metallosis, osteolysis, pseudotumor and synovial fluid. The modular head, acetabular cup and taper adapter were removed and replaced. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to periprosthetic osteolysis, metallosis, pain, elevated metal ion levels and an abnormal local tissue response. Operative report further noted fluid, abnormal tissue, chronic inflammation consistent with pseudotumor-like reaction, bone loss and fibrous incorporation of the cup. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet head and taper adapter and a competitor cup and liner. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.